Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that both the cable of em interface and em controller was broken. It was replaced and the system checkout was performed and the issue was resolved. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that when the em interface was removed from main cart, the cable part was broken. Although em interface was connected to main cart, main cart was not able to recognize the interface. The representative visited the site and there were pieces of interface component cables. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that when the em interface was removed from main cart, the cable part was broken. Although em interface was connected to main cart, main cart was not able to recognize the interface. The representative visited the site and there were pieces of interface component cables. There was no patient present when this issue was identified. No additional information was provided.